Manufacturer narrative:
Philips has investigated this complaint. A philips field engineer (fse) inspected the system onsite and confirmed the issue. Analysis of the system logs did not identify any malfunctions related to a fuse or the system not booting. However, the fse determined that the f12 fuse had blown, causing the l1 breaker to trip. The fuse was replaced. Troubleshooting determined that the tube cooler and geo pc had caused the fuse to blow. The fse also replaced the geo pc and reloaded the software. After the fuse and the geo pc were replaced and the software was reloaded, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was not booting up. No harm to the patient or user was reported. A philips field service engineer (fse) visited the site and replaced the spare fuse box and the geometry pc which returned the device to expected functionality.